Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received questionable results from coaguchek vantus meter serial number (B)(4). Around 3:30 pm, the result from the hospital laboratory was 2.8 inr. The reagent used was requested but was not known. At 5:13 pm, the patient tested on the meter with a result of 4.0 inr. There was no allegation of an adverse event. The customer's medication dosage was not adjusted. The therapeutic range was 2.0-3.0 inr. The customer had no recent changes in diet or medication. The customer does not take heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, and had no known hematocrit issues. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.